Event description:
During a rectosigmoidectomy procedure, the device did not cut, and only partially stapled. The procedure was completed with a device of a different product code. There was no pt consequence.